Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the unraveled coil was contained in the catheter lumen. The stiffness was felt in the delivery wire within the microcatheter lumen, and the coil did not advance. It was suspected to be unraveling. There was no visible damage to the first coil. Performed the preparation as per the instructions for use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a spindle-shaped, ruptured left a2 segment subarachnoid hemorrhage (sah) aneurysm with a max diameter of 11.4 mm and a 6 mm neck diameter. It was noted that the patient's blood flow was normal, and vessel tortuosity was normal. It was reported that initially, an axium coil was attempted, but it deviated into a thin blood vessel and was retrieved. Subsequently, during delivery of the same coil, stiffness was felt within the catheter lumen, and fluoroscopy confirmed suspicion of unraveling and extension of the coil, leading to the coil's retrieval. It was noted that the coil was not repositioned, and there was no resistance during preparation or use. The same product from a different lot was then tried and successfully placed without any issues. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include an esperansa 6gsl10-45° microcatheter and, optimo8f guiding catheter.